Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient underwent a primary breast reconstruction with a 600cc mentor memorygel breast implant and experienced postoperative right-sided wound infection, early onset seroma, surgical intervention, and suffered several unexplained systemic symptoms. The symptoms are breast pain, unspecified illness, unable to work, migraines, seizures, difficulty going to bathroom due to bladder pain, breast mass, feel cold, cold breast, stomach issues, inflammation, low immune system, painful arms, painful hands, carpal tunnel, body pain, ibs, depression, anxiety, panic attacks, upper stomach pain, sinus infection (B)(6) 2020), hearing issue, and scarring (B)(6) 2016). No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. The patient reports that she had wound infection about two weeks after the date of implantation, along with scarring issue. The patient was prescribed with antibiotics, and underwent surgical interventions for the wound infection, scarring, and fat transfer procedure for the coldness she was experiencing on her right breast. However, the patient reports that she continues to feel breast coldness after the fat transfer surgery. About two to three weeks after the surgical interventions, the patient experienced seroma , and about 200cc was drained using a drain tube. The patient had a consultation with a healthcare professional. However, no diagnosis was provided at this time. The patient is scheduled for another appointment on (B)(6) 2020. At the time of this report, mentor has received no information regarding an expected explantation date. If additional information is received in the future, a supplemental report will be submitted.